Manufacturer narrative:
One medfusion¿ medfusion® 3500 syringe infusion pump was returned for analysis in used condition with a cracked top case, cracked bottom case, and cracked right / left plunger case. The motor rate error was duplicated using the same infusion rate as the customer (60 ml/hr.). The failure mode was found to be normal wear of multiple drive train components. The root cause not found as this was normal wear of the pump.

Event description:
Information was received indicating that the motor rate error alarm occurred to a smiths medical medfusion® 3500 syringe pump. There were no reported adverse effects.